Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The pump history was downloaded at the user facility. A review of the device history indicates that on (B)(6) 2011 at 1042, line a of the pump was programmed in the dose calculation mode, to deliver norepinephrine 16mg/250ml, with a dose of 0.280mcg/kg/min, (B)(6), a vtbi (volume to be infused) of 200ml, a rate of 21.5ml/hr, for a duration of 9 hours and 18 minutes, and the delivery was started. Within the same minute, delivery was stopped, backpriming was started, and an n183 (proximal occlusion b at startup) alarm occurred. Between 1042 and 1043, the device was backprimed 4 times, each time followed by an n183 (proximal occlusion b at startup) alarm. At 1043, the device was turned off and was turned back on. At 1044, the delivery was restarted using the same settings. At 1233, delivery was stopped with a volume infused of 39ml. At 1235, the device alarmed n102 infuser idle 2 minutes. At 1237, the device was turned off. A review of the history indicates the device delivered as programmed. Labeling for this device indicates: backpriming-removal of air or fluid from the proximal line and cassette airtrap. To initiate a backprime, select [back prime]. Note: backpriming is available only when all delivery is stopped. Secondary container is necessary to receive the air. Additional info was requested from the customer contact including if a secondary container was connected to the tubing set. No response was received. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a delay of critical therapy following an alarm condition. At an unspecified time, line a of channel 1 was programmed to deliver an unspecified concentration of norepinephrine and the delivery was started. No specific programming parameters were provided. Line b was not in use. It was reported that immediately after the cassette was inserted into the device, the device alarmed "distal b air." The customer contact reported that while the nurse attempted to restart the delivery, the pt's blood pressure was "maintained with a syringe of medication the nurse had on hand." It was reported that prior to the restart of the delivery, the device alarmed a second time for "distal b air." At this time, the nurse attempted to backprime the cassette to remove the air; however, the device reportedly alarmed "proximal b air," "distal b air," and the device would not backprime. The pt's systolic blood pressure was reported to be in the "60's for a few seconds." The physician was notified. The pt was treated 3 times with an unspecified volume of norepinephrine (from the solution container) IV push and the pt's blood pressure was restored to an unspecified level. At an unspecified time, the customer contact reported the norepinephrine therapy was resumed using channel 1 on the same device. At an unspecified time, the device was removed from clinical service. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.